Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with external flash crc error alarm. The customer's blood glucose level at the time of incident was 190mg/dl. Troubleshoot was conducted. The customer states the device is resetting itself, and cannot clear the alarm. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display after the countdown. The problem was isolated to the mother board. Unable to verify the external flash error alarm due to the blank display. The pump was received with a cracked case at the display window corners.